Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the pump never came back on. A critical alarm occurred. The pump stalled. No caused was identified. As an action/intervention, the manufacturer's representative (rep) was called and said it needed to be replaced, the battery was replaced. The issue had not been resolved. The pump was now outside of the patient and was still not running as far as the hcp knew. The patient's weight was unknown, but was npo for surgery. The hcp did not know the current status of the explanted pump as they did not remove it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving 225 mcg/ml clonidine at a dose of 90.89 mcg/day and 20 mg/ml dilaudid at a dose of 8.079 mg/day via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump was alarming or beeping on (B)(6) 2018. The patient stated the pump stopped and he heard the critical alarm. The patient went to the doctor and the pump started up again. The patient was not told why it stopped and it was unknown why it stopped. The patient stated it stopped and alarmed again later in the day. The patient stated the pump was replaced on (B)(6) 2018. The patient did not know if the pump was returned. Per the patient, a manufacturer's representative (rep) was at the new implant but was not sure if the rep had the pump or not. The patient could not think straight, since he had so many things going on in his head. The patient clarified the statement was in regards to dealing with the situation with the pump, that the pump was supposed to last another 11 months (not stating comment as a symptom). No further complications were expected or anticipated.